Event description:
It was reported that the patient underwent foley catheterization as instructed by the doctor, and it was checked that the balloon was intact on (B)(6) 2022. It was found that the foley catheter fell out on (B)(6) 2022, but the end of the urethra was fixed well. It was mentioned that the urethral balloon was ruptured but the patient's urethral orifice was not damaged and stated that vital signs was normal, the patient did not complain of discomfort. A new urinary catheter was replaced to the patient, the drainage of urine was yellow clear liquid, and no adverse event were caused. Per additional information via email from ibc on 09-may-2022, there where no missing pieces of balloon found inside the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to user related (example: contact with sharp object/ exposure to petroleum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device is not returned.